Event description:
A patient reported blood glucose results of 206 mg/dl with a lifescan meter and 130 mg/dl with a one touch profile meter (invalid comparison), performed within 10 minutes of each other. The customer service representative walked the pqtient through two consecutive control solution tests and both results fell outside the specified range. Test strips were replaced.